Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 1028.4 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported on 2016-oct-05 that for approximately one year (starting in 2015) the patient had intermittent episodes of agitation and dystonic movements that seem to occur before refills. It was indicated that there had been no volume discrepancies at refills with volumes within specification. It was noted that she did a catheter access port (cap) dye study aspiration on (B)(6) 2016 and was able to aspirate without difficulty. The pump logs were also checked to confirm any possible intermittent alarms. A consumer also reported on the event. It was noted that it seemed to the consumer that ¿like 10-15 days before refill the patient goes through episodes like withdrawal¿ and spasticity, pain and crying were reported. It was indicated that it was ¿the same cycle¿ the last six months. The consumer also reported that t he hcp checked and the catheter was fine, the pump was fine, and that they had done multiple x-rays. The consumer inquired if the pump regulates the flow based on the medication in the pump; it was reviewed that the medication will dispense at what the hcp programmed it to. Additional information was received from the hcp on 2016-oct-17. The intermittent episodes of agitation and dystonic movements before the refills were clarified as ¿episodes of agitation, screaming, and dystonic are intermittent¿ and that the patient had been having them for one to one and a half years. It was indicated that the hcp suspected that the cause of the episodes were related to pain/constipation as the family feels they get more frequent near refills. It was reported that multiple intrathecal baclofen boluses, increased rate, cap aspiration on (B)(6) 2016 and return, multiple medication changes that help but cause sedation, and current titration of xanax and neurontin were taken as actions/interventions to resolve the intermittent episodes. It was indicated that the intermittent episodes had not been resolved, but were ¿better.¿ no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.